Event description:
Having to bring back a patient who had an acl approximately two months ago, to remove two pieces of retained broken wire from the arthrex graft passing wire. Manufacturer response for transfix drill pins and graft passing wire set - ar-1978s, graft passing wire (per site reporter): previously sent to manufacturer and letter stating not a manufacturer problem.